Manufacturer narrative:
This report is being supplemented to provide additional information received (b5) from the customer and correction to e2,e3. E2, e3 updated to reflect initial reporter is a health professional.

Event description:
Customer confirmed the biopsy port of the scope did fall into the patient. The biopsy port was in the doctors hand when it came off. The biopsy port did not split in half. A rush silkospray lubricant was used. There was no required medical or surgical intervention due to the reported event. No other equipment was replaced during the event. The procedure was completed with the same device. In addition, the scope was inspected with no abnormalities noted. The scope was reprocessed manually according to olympus¿s instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the biopsy port coming off the metal port of the scope could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified diagnostic procedure, the biopsy port came off the metal port of the scope. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to the service center for evaluation. The a gap and crack were noted on the scope¿s pink rubber probe. A leak was noted on the instrument channel. The bending section rubber glue was found cracked. The bending section, control body and scope connection was dry from fluid after aeration. The scope ID chip showed 382 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.